Manufacturer narrative:
B5 - describe event or problem and b6 - relevant test/laboratory data: updated.

Event description:
Additional information was received from the reporter informing that there was no medical intervention required. The outcome of the event was resolved. There was no relevant tests/laboratory data. There was no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe took in air and inserted it into the patient when used. There was patient involvement and unknown patient harm/adverse event reported.